Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. Visual observation reveals that the received anchor is broken transversally along the cancellous threads. This complaint can be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, or using incorrect instrumentation for preparing bone hole. The IFU instructs using an awl-tap for this anchor. Using only an awl in a good/ hard bone could lead to an increased risk of anchor breakage while inserting. It was reported that the user used healix awl/tap, and that the bone quality was hard. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with one unrelated incident relating to a labelling issue, with no link with this complaint. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint and one other dissimilar complaint for this lot released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep reported that during a rotator cuff repair that the customer's healix transtend br anchor dual suture broke midbody when it was about 1/2 way inserted into the bonehole. The surgeon removed the broken piece of anchor and left the implant securely contained within the bonehole. The surgeon then inserted a second healix transend br anchor dual suture which would not engage fully into the bonehole. This anchor was left sitting proud. The surgeon used the cannulla and mallet to break off the proud pieces until only 1mm of the anchor was left outside of the bone. The sales rep reported that the surgeon removed all broken pieces from the patient joint space. The surgeon completed the procedure with this second anchor with no patient consequences but there was a ten minute delay. The sales rep reported that the bonehole was prepped with the healix awl/tap and that the bone quality was hard. The sales rep was able to retrieve a broken piece of the anchor which will be sent in for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.